Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 silicone tip of cutting device was partly detached right out of box. There was no patient involvement. Photos provided by the complainant show the jaws with the silicone peeling off one side. There is no evidence of blood.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-3,h-6, h-11. The device was returned to the factory for evaluation on 08/08/2024. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The device was observed outside its product packaging. There were no visual defects observed on the heater wire or the intact gray silicone insulation on the hot jaw. The gray silicone insulation on the tip of the cold jaw was observed to be peeled back. No other visual defects were observed. An investigation was conducted on 08/21/2021. A visual inspection was conducted. The device was returned in its opened plastic carrier. Signs of clinical use were observed. Although the complaint was reported as an out of box failure, under microscopic inspection, evidence of blood was observed. There were no visual defects observed on the heater wire or the intact gray silicone insulation. The gray insulation on the cold jaw tip was observed to be peeled from the center of the cold jaw to the tip of the cold jaw. No other visual defects were observed. Based on the returned condition of the device as well as the photographic evaluation, the reported failure "peeled; delaminated;jaw" was confirmed. The lot # 3000398856 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.